Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the right cylinder presented an aneurysm. All components were removed and replaced. There were no patient complications.